Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 3/5 of their automated peritoneal dialysis threapy. Per initial report, the "home pt did disconnect, but is now reconnected". Baxter's technical service center assisted the home pt in ending threapy early. No pt injury was indicated at the time of the initial report.